Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the intestinal canal during an endoscopic polypectomy procedure performed on (B)(6) 2026. It was reported that the snare was unable to cut the target polyp. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and the information provided by the customer, there is insufficient evidence to determine whether the issue was caused by the physician's technique during the procedure or by a potential device malfunction. Additionally, based on the relevant complaint information, including the product record review results, the device was found to meet all required manufacturing specifications and successfully passed all applicable controls and inspections, with no abnormalities identified during the assembly process. However, due to insufficient supporting evidence and the lack of a returned device for evaluation, the definitive cause of the reported issue cannot be determined, and the contributing factors remain unknown. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the intestinal canal during an endoscopic polypectomy procedure performed on (B)(6) 2026. It was reported that the snare was unable to cut the target polyp. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.